Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-03381. It was reported that one of the patient's leads migrated north to t5, confirmed via x-ray. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was placed back in the original position. One anchor was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead migrated, both leads are being reported.